Event description:
Upon investigation. The complaint was confirmed. When a cassette was placed onto the pump it immediately gave an air in line alarm and several cassettes were used and got the same alarm. Internal investigation was conducted for any broken parts or unseated connections. The ribbon cable for set ID was reseated on the set ID and going into the main pcba board, and the black connector for the set ID was reseated going into the main pcba. After internal investigation, pump was reassembled and tried several cassettes again and no air in line alarm went off. Final acceptance test was conducted and passed. Pump was then reverted to manufacturing mode to test the functionality of the set ID and passed functionality test. It was determined there was an insufficient contact point by one of the connections that caused the alarm, and after reseating of connection points fixed the problem. This pump will be sent to repair for all functional testing.

Event description:
The following has been reported: customer reported: biomed reported: pump (B)(6) has "cassette contains air" alarm. Pump has been power cycled and cleaned. No pt harm or infusion stoppage. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped (per a review of the logs). No adverse effects were reported.